Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2016 with the following findings: several por's observed in bb on 7/17/16. Moisture observed under display lens. Cracks in battery compartment from threads to case seal left of grip pad, and above grip pad to threads. Leak test failed due to battery compartment leak. The pump powers on with audible and vibration to a blank display. Opened pump, moisture damage found to display, cgm board, and power pcb.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had no power. The reporter claimed that the pump had a cracked battery compartment and there was moisture behind the pump's display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.